Event description:
The customer reported that the 9800 system had an intermittent kilo volts regulation problem. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was repaired during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.